Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint has been addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure has been addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: the quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s) and has confirmed that the specified kilovolt trigger from the power supply unit (psu) was less than minimum required by the lamp. The psu was replaced with alternative psu which is compatible with lamp. No post corrective action failures have been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) does not turn on; it was blowing fuses. There was no patient involvement; thus, no adverse event occurred.